Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pregnancy with contraceptive device ("symptoms associated with a suspected intra-uterine pregnancy") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 5 months 18 days after insertion of essure, the patient experienced device breakage ("plaintiff is believed to have expelled all, or a portion of, her essure device") and device expulsion ("plaintiff is believed to have expelled all, or a portion of, her essure device"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2014 and (B)(6) 2014, she underwent procedures to removal essure (complete hysterectomy)). In 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery, following the surgery."). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, pregnancy with contraceptive device, device breakage, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, migraine and procedural pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of tubes company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device breakage ("plaintiff is believed to have expelled all, or a portion of, her essure device"), abdominal pain ("severe abdominal pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in stillbirth") and uterine scar ("scratching uterus, causing scar tissue") in a 35-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 and uterine dilation and curettage. Concurrent conditions included urinary tract infection and hypertension. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 5 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("plaintiff is believed to have expelled all, or a portion of, her essure device"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery, following the surgery."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower quadrant pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine scar (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), the second episode of dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (uterus removed/oophorectomy /salpingectomy (bilateral removal of fallopian/ hysterectomy), surgery (patient expelled one, bilateral salpingectomy; removed uterus and right ovary).essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, abdominal pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine scar, device expulsion, the last episode of dysmenorrhoea, menorrhagia, dyspareunia, migraine, procedural pain, vaginal haemorrhage, headache, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine scar, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: (B)(6) 2011; (B)(6) 2014 and (B)(6) 2014 (patient expelled one of the essure micro-inserts; bilateral salpingectomy; removed uterus and right ovary). Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of tubes pregnancy test - in (B)(6) 2014: confirmed ectopic pregnancy she had successful occlusion of right fallopian tube and her left fallopian tube with free spill in the pelvic cavity. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, vaginal haemorrhage, suspected ectopic pregnancy, pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), abortion of ectopic pregnancy ("ectopic pregnancy resulting in stillbirth"), device dislocation ("migration of essure device"), device breakage ("plaintiff is believed to have expelled all, or a portion of, her essure device") and uterine scar ("scratching uterus, causing scar tissue") in a 35-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 5 months 18 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("plaintiff is believed to have expelled all, or a portion of, her essure device"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced procedural pain ("suffered a painful post-operative recovery, following the surgery."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower quadrant pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine scar (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), the second episode of dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (patient expelled one, bilateral salpingectomy; removed uterus and right ovary), surgery (uterus removed/oophorectomy /salpingectomy (bilateral removal of fallopian/ hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, device breakage, uterine scar, device expulsion, the last episode of dysmenorrhoea, menorrhagia, dyspareunia, migraine, procedural pain, vaginal haemorrhage, headache, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine scar, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: (B)(6) 2011; (B)(6) 2014 and (B)(6) 2014 (patient expelled one of the essure micro-inserts; bilateral salpingectomy; removed uterus and right ovary). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of tubes pregnancy test - in (B)(6) 2014: confirmed ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Events added per pfs: abnormal bleeding (vaginal), dysmenorrhea (cramping), headaches, pelvic pain, lower quadrant pain, migration of essure device, uterine scar. Event- event pregnancy with intrauterine device updated to pregnancy (ectopic). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.